Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00 +25.0 diopter), the haptic was stuck between the plunger rod and the cartridge. Reportedly, the surgeon was not able to move the plunger rod back and he had to cut the haptic. The lens was removed from the patient's operative eye. A new lens was implanted as a replacement. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/13/2018. Device evaluation: the complaint unit was not returned in its original packaging. The plunger was in a filly advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. The pushrod was exposed out of the cartridge tip. Visual inspection at microscope magnification was performed: lubricant material residue was observed in the device. The lens was not received inside or outside the device. Only one haptic was caught at the cartridge tip and the pushrod overrides it. The device was opened to verify its condition. The threads of the injector were in a good condition and it was correctly engage. Upper and lower body of the device were correctly engaged and in good condition. All the components are correctly engaged. The condition in which the sample was received indicates that the sample was handled and prepared for surgical process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.